Event description:
The reporter stated the surgeon inserted a 22.0 diopter cc4204a collamer aspheric one piece lens. The scrub tech loaded the lens, felt a little resistance during priming, handed the injector to the surgeon. The lens was fully inserted into the eye. The surgeon noticed a tear on the lens after insertion. The incision was enlarged and the surgeon cut the lens in half to remove from the eye. Another same model and size lens was implanted and on suture was used. Reporter stated the cartridge malfunctioned. The cartridge was discarded by the facility and no lot number was provided.

Manufacturer narrative:
(B)(4). The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens in two pieces. The optic is torn and one plate haptic and piece of optic is torn off and missing. Lens was returned in liquid. Work order search. Results - a lens work order and lot number search was performed and no similar complaints were found within the same work order and lot number. Based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).